Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that approximately twelve years and two months post filter deployment, the filter was allegedly found to be tilted. Approximately twelve years and seven months post filter deployment, the filter was detached; however, the filter and one detached strut was removed from the patient and remaining two detached struts were retained in the patients body. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately twelve years and two months post filter deployment, the filter was allegedly found to be tilted. Approximately twelve years and seven months post filter deployment, the filter was detached; however, the filter and one detached strut was removed from the patient and remaining two detached struts were retained in the patients body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter tilt and filter detachment issues as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged filter tilt and filter detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.